Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed lost sensor. Customer also indicated that a few sensors were kinked and bent and only worked for a day or two. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting was declined by customer. The customer was advised that the sensors would be replaced and to return the product for analysis.